Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator fell and damaged the therapy port. There was no report of injuries. There was unknown patient involvement / adverse patient impact.

Manufacturer narrative:
.